Event description:
The distributor reported that the skull pins were tight in the skull clamp and when the nurse tried to remove them, she injured her hand. From the description it seemed the nurse used an incorrect method to remove the skull pins.